Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic), possible over delivery anomaly. The customer reported hypoglycemia treated with glucose/carb intake. The event involved product(s) mmt-1885. Troubleshooting was performed. Customer has been using the insulin pump system within 48hrs of reported low bg event. Customer believes the pump is over delivering. Customer was able to upload to carelink. No further patient complications were reported. Mmt-1885 was requested and customer response was the device will be returned.

Manufacturer narrative:
The pump passed all functional testing including the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat test at 0.0873 inches. No over/under delivery anomaly noted during testing. Successfully downloaded history files and traces using thump. Successfully uploaded to carelink and generated reports. In further full review of the pump history on the event date of 25-nov-2024 found bolus deliveries of 0.1 u at 00:13:04.000, 0.1 u at 00:16:49.000 and 0.6 u at 00:22:11.000. The daily total bolus delivered on 25-nov-2024 is 160.15 u. Unit was cut open and perform a visual inspection. Per visual inspection all connectors were plugged in properly. Per visual inspection found moisture damage on pcba1. The sc1 cap locks properly into the reservoir compartment. The following were noted during visual inspection: pillowing keypad overlay and scratched case. In conclusion, customer allegation for pump over delivering was not confirmed during full functional testing. Cosmetic damage location was not specified, however, other cosmetic damage confirmed where minor scratched case and pillowing keypad overlay were noted. Unable to verify low bgs. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.